Event description:
It was reported that during central processing, the mega suturecut needle driver was found broken. No known impact or patient consequence was reported. Evaluation found the instrument had a broken grip. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.116" x 0.290" was found to be broken off. The broken piece was returned. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.